Event description:
It was reported that a patient had been walking to the bathroom and accidentally disconnected the transfer set from the patient line of a cassette during the use of a homechoice machine. This occurred during dwell while the patient was connected. The technical service representative assisted the patient with ending therapy. It is unknown how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Cmplnt-(B)(6) addresses the cassette involved in this event.